Manufacturer narrative:
The reported medfusion syringe infusion pump was returned for investigation. Visual inspection revealed that the device was in poor condition; the top case was chipped and cracked and the bottom case was damaged. A review of the device event history found that a check clutch error had occurred. Also, during the review it was noted that the clutch was released during an infusion. During flow and occlusion testing, the check clutch alarm could not be duplicated. Investigation determined that the root cause of the check clutch alarm was the release of the clutch during an infusion. As a preventative measure, the device right and left clutch halves were replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. No adverse health outcomes occurred.